Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/05/2018, that on (B)(6) 2018, there was an inaccuracy with the continuous glucose monitor (cgm) values. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.